Event description:
The patient reported experiencing her stimulation turning off by itself. Follow-up identified a sjm representative was unable to confirm the issue. The issue is being monitored for occurrences.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.